Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and log review revealed recurring error u-02 and error c-92 on 03/05/2026 and 2-8a on 02/25/2026. Functional testing revealed that the unit powered normally and successfully cauterized across all ports and instruments without issue. Erbe log showed error c-00. The complaint was confirmed by failure analysis. The probable root cause of the error u-02 attributed to loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, a nurse called mid-procedure to report that the system was displaying error u-02. Although the system had been power cycled, the issue persisted. The nurse mentioned having access to a valleylab generator but was unable to locate the appropriate cable for the vision side cart (vsc). The technical support engineer (tse) explained that the only available option would be to operate the external generator in stand-alone mode, separate from the surgeon side console (ssc). The surgeon elected to convert to traditional laparoscopic surgery. No known impact or patient consequences were reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.